Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose levels. Prior to being hospitalized, the customer reported several no delivery alarms. Troubleshooting was performed and the insulin pump passed the leadscrew test. Nothing further was reported.